Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery was explanted due to depleted during warranty time and reported as premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. The device was returned and analyzed. Product event summary: the device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).